Event description:
Per complaint (B)(4), a patient presented in-clinic with a fractured dental implant. The implant was removed within the same procedure and the patient did not experience any adverse consequences as a result.